Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working properly. Fluid loss was identified, and the aus cuff was replaced. There were no patient complications reported.